Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. A lead revision was required to address the issue however, during the lead revision, the physician had difficulty in repositioning the lead due to the helix failed to extend after retracting. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that the lead passed testing and the lead tip and helix appeared intact. The returned paperwork or other than product memory, indicates that a primary failure likely occurred.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements. A lead revision was required to address the issue however, during the lead revision, the physician had difficulty in repositioning the lead due to the helix failed to extend after retracting. The lead was explanted. No additional adverse patient effects were reported.